Event description:
It was reported that this right ventricular (rv) lead was believed to have fractured. Subsequently, a lead revision was performed, and this rv lead was capped and surgically abandoned. A new replacement lead was implanted successfully. No additional adverse patient effects were reported.